Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. The chronic totally occluded target lesion being treated was located in the severely calcified right coronary artery (rca). The 3.50x15mm apex balloon catheter was advanced to the rca for pre-dilation and on the first inflation it ruptured after less than 10 seconds while inflated under the nominal pressure. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).